Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator for the treatment of parkinson's disease and movement disorders. It was reported the implant was charging quicker or something and it took them 10 minutes to recharge on the day of the call and then it cut off. The caller clarified meaning it recharged in 5-10 minutes instead of 20-40 minutes which it usually did. They could not troubleshoot during the call due to lack of access to the product. No complications were reported or anticipated. Additional information was received from the consumer clarifying the issue was not that the device was charging faster but the issue was the device was charging slower. The patient stated the cause of the implant charging slower was unknown. No steps were taken to resolve the issue and the issue was not resolved at the time of the report.